Manufacturer narrative:
Failure investigation is still in progress. Device not returned to manufacturer.

Event description:
The customer reported that the remote network station (rns or remote monitoring system) is only able to view devices from .40 segment section.